Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the connecting tube had a dent; control section had foreign objects; due to wear of angle wire, bending angle in up direction does not meet the standard value; due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value; bending section cover had a scratch; adhesive on bending section cover had a chip and white-clouded area; paint on suction cylinder was peeled; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; because the shaft of switch 1 was detached, switch cannot be pressed down smoothly; protector of universal cord on scope connector side had a scratch; universal cord had a scratch; grip had discoloration; scope cover had discoloration; paint on suction cylinder was peeled; electrical connector had corrosion due to water leakage; bending section cover had a scratch. Cleaning, disinfecting, and sterilization (cds) information for distal end: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. It is unknown if there any abnormalities in the accessories used for reprocessing. The customer didn¿t presoak the endoscope in the detergent solution. The customer wiped/brushed the distal end with clean lint-free cloths, brushes, or sponges. The facility had no concerns regarding the reprocessing. Cleaning, disinfecting, and sterilization (cds) information for control section: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. There were no abnormalities in the accessories used for reprocessing. The customer didn¿t presoak the endoscope in the detergent solution. The customer wiped/brushed all external surfaces of the endoscope with lint-free cloths, brushes, or sponges. The facility had no concerns regarding the reprocessing. Cleaning, disinfecting, and sterilization (cds) information for air/water nozzle: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. There was delay between the end of clinical use and the start of pre-cleaning. The customer was able to flush the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer didn¿t presoak the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer did not flush the air/water nozzle/ channel with the detergent solution. The facility had no concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the nozzle and distal end. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. Corrected fields: h6 . A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization processes where reprocessing was confirmed to have failed to be practiced in accordance with instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material cannot be identified. Deviation of the reprocessing method from the instruction manual may have caused the foreign materials to remain. The subject events can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for evis lucera gif type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject events. Instructions for evis lucera gif type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.